Event description:
Patient reported "pain in the breast," and "this information is also making me feel mentally uneasy". Subsequently, physician reported, capsular contracture - baker grade unknown. Diagnosed by ultrasound and palpation. The device has been explanted and replaced with a non-allergan device. This record represents the right side.

Manufacturer narrative:
Health effect f2203-imaging required; a.2. Year of birth 1991. A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through psr on 12aug2019 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.